Event description:
It was reported that shaft break occurred. The target lesion was located in the heavily calcified proximal left anterior descending (lad) artery. Following rotablation, a 3.50 x 38 synergy stent was deployed for treatment. Upon withdrawing the stent delivery system, the shaft broke inside the guide catheter. No patient complications were reported; however, the procedure was delayed.

Manufacturer narrative:
The synergy ii us mr 3.50 x 38mm stent delivery system was returned for analysis. The stent was not returned as it was successfully implanted during the procedure. The balloon was returned in a deflated state. The distal balloon cone appears to be unfolded. A red blood like substance is visible inside the balloon cones and inflation lumen. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found a shaft break 119.5cm distal to the distal end of strain relief. There were multiple shaft polymer extrusion kinks, and the shaft was stretched at the guidewire port. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the heavily calcified proximal left anterior descending (lad) artery. Following rotablation, a 3.50 x 38 synergy stent was deployed for treatment. Upon withdrawing the stent delivery system, the shaft broke inside the guide catheter. No patient complications were reported; however, the procedure was delayed.